Manufacturer narrative:
The device was returned to the service center. The evaluation found unit failed intermittently to power on. The switch assembly was found faulty. Additionally, there was deep scratches on top cover and a faded front panel. The main switch and software were older versions. The unit is obsolete and no longer serviceable. The asset monitor was last service/inspected on june 21, 2017. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center became aware that during a standard inspection of an asset return, the high definition liquid crystal display monitor had an intermittent power up issue. The customer did not report any problems associated with the device and there was no patient injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07425. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Since it was confirmed that 8 years and 2 months have passed since shipment from the OEM, the potential root cause has been determined to be damaged due to handling or aging because it is an external failure (failure of power supply switch). Olympus will continue to monitor the field performance of this device.